Manufacturer narrative:
Qn#(B)(4). The device history review for the product weckvista access balloon port 10mmx100mm, lot number 73b1500586 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the physician inflated the bulb with 10ml air and noticed balloon had burst. The patient's condition was reported as fine.